Event description:
It was reported that during a gastrectomy procedure, the staples were not formed. Additional suture was performed. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 09/04/2007. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.